Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred throughout the night while customer was sleeping. Reportedly, customer slept through the alarms. Customer changed pump supplies to resolve the alarms, administered a correction bolus, and resumed insulin delivery. Customer¿s blood glucose was above 600 mg/dl with diabetic ketoacidosis and vomiting. Customer went to the emergency room (ER) and was treated intravenous insulin and fluid. Customer was hospitalized and discharged two days later with no permanent damage.